Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the caller stated that the patient's pocket shocking started on (B)(6) and the ins warmth was yesterday. The caller spoke with the patient on the phone today and the caller had the patient press on the pocket area to see if they could recreate the shocking, but they couldn't. The caller stated the patient said there is no tenderness or soreness around the pocket. The patient stated that the warmth around the ins is just inside the pocket. The patient's skin is not warm to the touch. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the pocket shocking has not been determined at this time. The patient was scheduled to see a rep and they canceled. The rep is working with the physician's office to reschedule the patient to run impedance, check positional impedance and try to troubleshoot the problem and get as much information as possible. Once the rep sees the patient they will send an update. The patient's issues has not been resolved at this time. This information was confirmed with the physician. No further information was reported.